Event description:
It was reported that during the implant attempt, the lead exhibited undersensing. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.